Manufacturer narrative:
Continuation of concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735225r, serial/lot #: (B)(4). Analysis revealed that the computer booted normally to the application screen. The spine and cranial programs started and ran normally. No black screens or stripes were observed. There were no problems found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735225r, serial/lot #: unknown. A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. Fdm, fdr, fdc codes are applicable to the system checkout the computer has not been returned for analysis at this time. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the screens will go black or mostly black with some stripes. This issue is unpredictable and has occurred booting and throughout previous cases. The issue is resolved with a hard reboot. There was no patient involvement.